Manufacturer narrative:
The following fields have been updated with corrections: d.4. Medical device lot #: 9337429. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-30. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing a shield, the needle with the shield was separated from the hub.

Manufacturer narrative:
H.6. Investigation: one sample was returned and bdj confirmed that the needle shield with hub was detached from the barrel. Photos were forwarded to the manufacturing facility. Two photos of a 0.3ml syringe was provided. Customer reported when removing a shield, the needle with the shield was separated from the hub. The returned photos were examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage was observed to the barrel tip. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863709] noted for out of spec shield pull. There were two (2) notifications [200864499, 200842714] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing a shield, the needle with the shield was separated from the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing a shield, the needle with the shield was separated from the hub.